Manufacturer narrative:
B3: aware date was used as event date as the actual event date is not known.

Event description:
Reported via patient call center it was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2022. The patient was discharged. It was noted that the patient had experienced two (2) strokes since implantation of the closure device. No further information was provided at the time of this report.